Event description:
It was reported that post-op symptoms after a right hemi colectomy procedure suggested a leak. The surgeon went back in and found that the staple line had opened. The surgeon over sewed the line to complete the procedure. Further information will be forwarded. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: per synergy form: patient is doing fine.